Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm. The customer was unsure if there was an impact to the blood glucose levels.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.